Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/21/2025 the customer support agent reported the user experienced hyperglycemia with bg levels of 268 mg/dl when the ilet app froze. After reinstalling and re-pairing, bg values and insulin delivery displayed normally. The user corrected bg with insulin and no medical intervention was required. No long-term health effects were reported.